Event description:
The customer reported to customer service the she has been renting a hospital grade breast pump since her baby was born on (B)(6) 2012. Recently, she began pumping more and has been noticing that it was painful. She did some online research and determined that her breast shield (size 24mm) was too large because a large portion of her areola is being drawn into the tunnel. She bought smaller breast shields (21mm), but that did not resolve the pain. The pain is on the bottom of her areola.

Manufacturer narrative:
Customer service verified breast shield sizing with the customer and sent her 27mm breast shields. In f/u with the customer to find out how the 27mm breast shields were working for her, she indicated that the 27mm breast shields are too large for her and her issue is ongoing. She went back to using the 21mm and pumping at a lower setting, but then doesn't feel as if her milk is adequately expressed. She developed mastitis and was treated with a 7 day course of antibiotics. She also disclosed that her baby has been diagnosed with ankyloglossia (tongue-tie) and she uses a nipple shield when directly breast feeding and finds that also painful as her nipple gets pulled in through the milk transfer hole. With a tongue tie, the baby is unable to fully extend the tongue which can cause pain from the compression and rubbing of the lower gum ridge. The baby appears to exert an incredible vacuum as evidenced by the nipple being drawn deep enough into the nipple shield so that indentions are made on the end of the nipple where the shield has holes for milk transfer. Multiple attempts by clinical staff to contact the customer to help come to some sort of resolution were unsuccessful. Info regarding proper breast shield fit and tips for pump usage to promote comfort and efficiency were sent to the customer via e-mail. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. It is likely that this consumer's issues are related to (1) improper breast shield sizing and / or (2) untreated issues related to the baby's ankyloglossia. Complaints will be monitored for similar issues.